Event description:
It was initially reported that a patient had been having "severe back." It seemed to radiate from beneath her implantable neurostimulator (ins) which was in her back. The pain was also increased when the patient laid on her back. One and a half months later a shocking or jolting sensation was reported. The jolting sensation occurred about 3 weeks ago. The circumstances that lead up to it were unknown. The patient hadn't had any jolting sensation since then. Pain and discomfort at ins site due to the position were reported as symptoms. Patient's status was described as good. Question marks (???) In results of the impedance test were reported. The test was performed at 1.5v. When the test was re-run at 3.5v and 450 us, the values were still showing ??? On 0/2, 0/3, 1/2, and 1/3 electrode pairs. When it was reset, electrode pairs 0/2, 0/3, 1/3 were still ???. It was reported that the patient was getting good stimulation coverage and that battery voltage was still "good" at 3.6v. The ins was programmed at electrodes 0+, 1-, 2+, 4+, 5-, 6+ at 1.4v-2.0v, 210-240 us, and 35hz. Electrode pairs with ??? Impedance results were not programmed. One day later it was stated that there were no additional diagnostics and the patient was getting good coverage. It was also mentioned that the position of the battery placement was "irritating" the patient. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3998, lot # j0555135v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
Additional information was received. It was reported that the patient had a problem with her battery pack. It was stated that the battery pack is in the patient's "gluteus area" and is caused increased pain that is acute already every time the patient sat or lied down. It was noted that the patient wanted to meet with a physician to discuss changing her battery to a smaller one. The patient was redirected to their health care provider.